Manufacturer narrative:
The customer reported that every time they touch the therapy cable on this unit they get message, "please connect therapy cable or pad." The customer believes the therapy port connector may be loose. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that every time they touch the therapy cable on this unit they get the message, "please connect therapy cable or pad." The customer believes the therapy port connector may be loose.